Event description:
Customer states a significant increase on the number of re-draws that must occur. Collections are peripheral and line draws. See pictures for results examples. The redraws showed more accurate (expected) results. Customer also states: no analyzer issues. Specimens have been run on old and recently installed new sysmex analyzers. Qc has been in range. Tubes are inverted immediately after the draw, 8-10 times. PICC lines have 10cc of waste drawn out, per policy. Customer states they expect this to be a collection technique issue but have never had so many common complaints in such a short time.

Manufacturer narrative:
Complaint (B)(4).: received 4pcs 454209/b24013lu for evaluation. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed.